Event description:
While using a byte day aligner, patient experienced allergic reaction, their symptoms included sensitivity and itchiness of teeth and gums. Patient was examined by doctor and found to have allergic reaction to aligners. Doctor recommended to discontinue aligner treatment due to allergy to the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.